Event description:
It was reported that the patient presented to the hospital with stroke-like symptoms. Further evaluation noted drainage at the pacemaker site due to a pocket infection, and a possible systemic infection related to the patient's abscessed tooth.the pocket drainage identified (B)(6). In addition, the patient experienced a possible right ventricular (rv) lead perforation, and elevated to high thresholds with no capture was exhibited with the lead. The system was removed and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned. Analysis was performed and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.